Event description:
Patient mentioned that when she had her boston scientific pacemaker witn just two 1eads, she would feel her heart "fluttering". Patient mentioned that she could also feel it in her diaphragm and she was not able to sit up or touch her toes. Patient stated that ever since she got her medtronic crt-p where they added the third lead, the fluttering stopped. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).